Manufacturer narrative:
No customer returns were available for evaluation. A review of ticket trending and product lot number (55176un18) search did identify two additional complaints that were similar for falsely elevated ldh patient results. In both cases, only one sample was involved and both samples were repeated and found to be in the normal range. The trend review by the product list number found no adverse or non-statistical trends related to this issue. Labeling was reviewed and found to adequately address the issue under review. No product deficiency was identified. Section a. Patient information: sids sequentially starting at (B)(6); all available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated ldh results generated on the architect analyzer for multiple health fair patients. 163 patient samples were processed, sids sequentially starting at (B)(6). Per the customer, 90% of patient results were greater than 220 u/l; 60% of patient results were greater than 241 u/l (normal range: 125-220 u/l). No impact to patient management was reported.